Event description:
It was reported to resmed (B)(4) that an astral device's display screen turned red and the clinician was unable to access the device settings. This resulted in an alarm which notified the caregiver of the malfunction. There was no patient injury reported as a result of this incident. Please reference MFR#: 3004604967-2015-00167.